Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that while filling the cartridge, resistance was felt. The cause of the resistance was not known. The customer changed needle tip and the load sequence was completed. The customer's blood glucose level was not impacted.

Manufacturer narrative:
The failure investigation has been completed. As the complaint cartridge was not returned, the reported issue could not be confirmed. Analysis of the device found no failure.